Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. The physician decided to monitor the patient's device, and no intervention was deemed necessary. The patient was stable.